Event description:
History-2014 textured pear shaped gummy style 115 natrelle recalled implants for biocell lymphoma. In 2014 implant 4 months later extreme fatigue, 2014- severe intestinal problems came down like a hammer, like something stopped me from being able to keep diverticulosis at bay. Diverticulosis hit; 2015 continual intestinal problems, diverticulitis attack, seizure, head trauma. Another round diverticulitis, seizures, head trauma, ecchymosis right eye--another set diverticulitis, seizure, in conclusion all I could say was nine. I knew what I wanted to say but nine was what came out. Slurred speech, arms shaking when reaching out neuro and gastro, agree that I have to have surgery 2016 36" large intestine removed, large intestine attach to spine, 9" resection, two lyses of adhesion so six surgeries, and 2 full months at (B)(6). In 2015, 16 hips and joints have been clicking, surgery on my labrum as it tore for no reason. In 2017 easy bruising like a banana, 2017 dry eye- horrid dry eye is constant, 2017 dry mouth, 2018 constant congestion, 2019 hydroablation, 2019 deviated septum repair, 2020 found cysts and mass breasts, cyst with debris left breast, 2020 bilateral hip tears. In 2020 hips wobbly, fell hitting shoulder, tore labrum and rotator cuff, 2020 seeing rheumatologist. In 2020 heavy metal blood and hair labs came back with high molybdenum, strontium, tungsten, zinc and tin. Frequent uti started after implant. Fatigue, anxiety, brain fog, can't find words, jumble words, dry skin; bruising, inflammation, hair loss, continued problems and symptoms (B)(6) 2019. Allergan I found out about the recall natrelle textured gummy bear implants, I've lost my teaching job of 16 years as a teacher. They retired me disabled, as they could not accommodate my need . I have a pcp, (B)(6) group, gynecologist dr (B)(6), endocrinologist dr (B)(6), dr (B)(6), cardiologist dr (B)(6), neurologist dr (B)(6), dr (B)(6), dermatologist (B)(6) dermatology, eye dr for dry eye dr (B)(6), dr (B)(6) and a gastroenterologist dr (B)(6), orthopedist dr (B)(6), surgeon- dr (B)(6), and now a new one immunologist breast doctor and rheumatologist dr (B)(6), breast dr (B)(6). FDA safety report ID# (B)(4).